Manufacturer narrative:
Reported event: it was reported that impaction cap/plate would not disengage from the impactor after impaction. Pieces are still together and it appears the cap disengage is broken. Product evaluation and results: pr 2235622 could not be completed as the 206270 shell impaction platform was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review: review of the device history records indicate 105 devices were manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45020116 shows 2 additional complaints related to the failure in this investigation. The complaints are pr: 2132241 and 2164356. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Impaction cap/plate would not disengage from the impactor after impaction. Pieces are still together and it appears the cap disengage is broken case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction cap/plate would not disengage from the impactor after impaction. Pieces are still together and it appears the cap disengage is broken. Case type: tha.